Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date returned to manufacturer a service history review of the device has been performed .the review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken no repair, defect back. The device has not been serviced. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the saw attachment does not function this is report 1 of 1 for (B)(4).